Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post-op of a colon resection, the patient became septic, had to be taken back to surgery to have a colostomy. It is not known if this is a temporary or permanent colostomy. The current status of the patient is unknown. The device was discarded. Additional information was requested, but to date, no response has been received.